Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: sample received - ligating clips m/l 12/box. Failure description- the distal end of the cartridge is broken off, and the fragment is not available for investigation. Five clips remained in the cartridge. (Pictures showed that the fragment was a very small plastic piece from the end of the cartridge, which was less than 1 cm in width). Investigation - visual and microscopic evaluations were performed. Apart from the broken distal end of the cartridge, no deviations can be found. There were no deviations found on the sliding sheet. There were no pores, inclusions, or foreign bodies found at the point of rupture. Batch history review- the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rationale - the detachment of the cartridge was most likely caused by an overload situation. It is assumable that during application the tissue has been pressed between the jaw parts too hard and thus the cartridge released from the shaft. This also could have triggered the breakage of the distal end. A CAPA is not necessary.

Event description:
It was reported that there was an intraoperative malfunction of the ligation clip cartridge. During laparoscopic surgery, the first clip applied well. During attempted placement of the second clip, the user encountered difficulty. The second clip did not apply correctly and then the cartridge detached from the applicator. After reconnection of the cartridge to the applicator, once again the cartridge detached. It was confirmed that there was no patient harm. Further details have been requested but not yet provided.